Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer stated that it is very difficult to read the display. She did not know the damage occurred. Blood glucose value at the time is unknown; last reading is 89 mg/dl. The customer stated she is able to read the display but has other issued with the device. Customer was advised to discontinue the use of the device and revert to a backup plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.